Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 1.1 mmol/l with symptoms of a seizure. The reporter stated that the patient was treated at an emergency room with intravenous glucose and a glucagon injection. During the course of troubleshooting, it was indicated that the patient had incorrectly offset the time of the pump by 12 hours, causing the programmed basal rates to be delivered at the incorrect time. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of use error of the device.